Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparotomy procedure, the device was taken out of the packaging with sterile technique. The surgeon followed all the steps properly with the loading and firing sequence. When the surgeon fired the stapler with a blue cartridge, the firing was done appropriately; but the cartridge got stuck and there was no proper staple formation. The defect cartridge got replaced with a new cartridge to complete the rest of the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5653r. The analysis results found that the tlc10 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.